Event description:
It was reported that the patient was out of breath walking a short distance and was not as stable as they used to be. The patient stated "I think my device is out of sync". Follow-up revealed that the patient was seen by the physician and complained of tiredness/fatigue. The rate response was increased so that pacing will commence sooner when the patient is in motion. The device was otherwise functioning normally. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.